Manufacturer narrative:
Device analysis report attached. This report is submitted on february 20, 2024.

Manufacturer narrative:
This report is submitted on january 8, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain and non-auditory sensations.